Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient has been having a slow neurological decline over a long period of time. The healthcare provider stated that no one thinks it is related to the pump but the hospital wants the pump interrogated to be sure. The patient currently in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.